Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial, sample a, hcg+beta result was 1.75 miu/ml with a data flag. The initial result was reported outside of the laboratory as < 5 miu/ml. The customer later performed a home pregnancy test which was positive. A new sample, sample b, was collected from the patient (B)(6) 2018 and hcg+beta testing was initially performed in duplicate on the new sample. The initial hcg+beta results were > 10,000 miu/ml with a data flag and > 10,000 miu/ml with a data flag. Sample b was retested and an hcg+beta result of 134,138 miu/ml with a data flag was obtained. Sample a was retested on (B)(6) 2018 and an hcg+beta result of >10,000 miu/ml was obtained. Sample a was then tested using a 1:100 dilution and an hcg+beta result of 111,049 miu/ml with a data flag was obtained. The hcg+beta result of 111,049 miu/ml was deemed to be correct and a corrected report was issued. There was no allegation of an adverse event. The hcg+beta reagent lot was 319814 with an expiration date that was requested but was not provided. A field engineering specialist visited the customer and found that the customer's liquid flow cleaning maintenance activity was 2 days overdue. He also noted the pinch valve tubing was pinched and that the procell and clean cell consumables had passed their onboard stability. The investigation is currently ongoing.

Manufacturer narrative:
The pinch valve tubing was found toe be visibly damaged. The customer does use rack adapters. The investigation is ongoing.

Manufacturer narrative:
The pinch valve tubing was found to be overdue for replacement. The customer was replacing the pinch valve tubing only bi-monthly and should have been changing it every month. The damaged pinch valve tubing could not be excluded as the cause of the discrepant results. Damaged pinch valve tubing can cause leaks which can affect volumes pipetted and the cleaning of the measuring cells.